Event description:
On (B)(6) 2026, a canadian customer reported to hologic that on (B)(6) 2026, the tip of four swabs, included in the aptima multitest specimen collection kit (ln 926573) detached from the swabs shaft and remained inside the patients during rectal specimen collection. The clinician was able to remove the swab tip from the patients. For one of the patients, the issue occurred with 2 swabs, and the specimen was collected successfully on the third attempt. No further information on the patients¿ status was provided to hologic. Hologic has not learned of any adverse outcomes related to this event.

Manufacturer narrative:
A review of the device history record (DHR) multitest swab kit (ln: 926573) confirmed that the swabs successfully passed all inspection specifications. Hologic has not been informed of any adverse outcomes related to this issue.